Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that a fred stent was implanted to treat an aneurysm of the ica, some segments being tortuous. The device opened except for the proximal part. The physician used a j wire, sofia, 2mm gooseneck snare and scepter xc to open the proximal portion. After multiple attempts, the device opened a little bit more but not completely. The patient is reported to be "doing fine." There was no patient harm reported.